Event description:
It was reported that an implant was removed approx five years after placement due to the pt experiencing paresthesia. The symptoms were still present approx one month after removal of the implant.

Manufacturer narrative:
While there is no indication that the implant involved malfunctioned, due to the fact that medical intervention was required and because the symptoms persisted after removal, this event meets the criteria for reportability per 21 cfr part 803. Only implant fragments were returned as the implant was damaged during explantation; dimensional analysis is not possible. A review of complaint history shows no further events received for the lot involved. There is no evidence present to indicate that there was an issue with the implant.